Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation the device was operating in hardware backup vvi mode with no therapies available. No programming was available. Since the patient was in hospice, and had a dnr, decision was made to leave device in place in backup mode as that was the desired programming.